Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was unable to rewind the insulin pump. Customer was advised to disconnect from the insulin pump and remove the reservoir. He reported that there was a black dot at the top of the screen. The last alarm had been a bad battery alarm and customer did not remember clearing it. The alarm did not appear when hitting act from the home screen nor when hitting escape from the home screen. Customer was advised to insert a new battery and was able to rewind the insulin pump. The blood glucose value was not obtained. Nothing further was reported.